Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The returned generator was powered up, and the unit completed the post (power on self test) successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. A review of the engineering logs revealed a lag processing error that corresponded to the reported product experience. No hardware abnormalities that would have resulted in the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event and subsequent cancellation was unable to be confirmed. The returned product functioned properly during the evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Further information regarding the event was requested but not received.

Event description:
Prior to the procedure, there was an ampere generator malfunction error upon boot up. It was noted that during boot up and when error populated, the generator's stand by button was not engaged and there was no red light. It was noted that the remote was also connected but the standby button was not engaged either. Power cycling the generator was attempted at least three time, but the issue was not resolved. The patient was on the table, but not prepped for the procedure.